Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was replaced, and this resolved the problem. Cause of the event was the unknown.